Event description:
(B)(4). Pseudotumor cerebri, inability to lose weight, bloating, abdominal pain, sexual dysfunction, migraines, brain fog, facial numbness, heart palpitations, irrational mood swings, anxiety.